Manufacturer narrative:
The event was confirmed. Method & results: device evaluation and results: damages observed on the returned components were consistent with use. The amount of wear, as requested, was not possible to be evaluated. No material or manufacturing defects were observed on the surfaces examined. Conclusions: the mar indicated that damage observed on the returned components were consistent with use. The amount of wear, as requested, was not possible to be evaluated. No material or manufacturing defects were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as insufficient information were received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Hmrs bearing was exchanged due to wear on (B)(6) 2015. Second revision surgery was performed. Primary surgery date and first revision surgery date are unknown.